Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s parent reported via phone call the insulin pump had an insulin flow blocked alarm. The customer¿s blood glucose was 550 mg/dl at the time of incident. Customer¿s parent stated that the insulin exited after a 5unit fill cannula was delivered. It was also reported bent cannula on infusion set. Customer had a high blood glucose of 550 mg/dl and treated. No high blood glucose troubleshooting was performed. Customer was advised to change the infusion set and call back for further assistance. The insulin pump is not expected to return for analysis.